Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump and also confirmed that manual injections are available.